Manufacturer narrative:
This complaint consists of conflicting interpretations about the presence of a stent fracture at the 6 and 12 month follow-ups. X rays of provided 6 and 24 month images were reviewed and revealed poor image quality that may have led to this conflicting interpretation. This poor image quality may have been as a result of the patient's bilateral leg edema. Image quality for both sets of images makes it difficult to interpret whether a stent fracture did exist at the 6 month follow-up visit. Stents do not self-repair post fracture. Therefore these images are of little value. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the open study, a grade ii/mid-stent fracture as observed on the 6-month x-ray on an 8mm x 30mm flexstent clinical stent. The fracture, however, was no longer evident on the patient¿s subsequent x-ray done at 24 months follow-up. According to the core lab, both images were equally interpretable, however, the 6-month x-ray showed vessel remodeling, stent expansion and dense calcification and a complex lesion mid-stent, which made it suspicious for a type ii fracture, whereas the 24-month x-ray showed no stent deformity and much less calcification making the previously observed stent fracture unnoticeable. At study inclusion, the patient presented with severe claudication. Access was via the right cfa with a retrograde approach using a 7f sheath. Abi at admission was 0.86. Pre-procedure medications included aspirin and clopidogrel. The target lesion was in the left sfa (superficial femoral artery) with 90% stenosis, 15mm in length in a 5mm vessel diameter above and below the lesion with minimal calcification. Bivalrudin was given intra-procedure. The lesion was pre-dilated with a 5.0x20mm balloon catheter at 12 atm before an 8x30mm flex stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. Post-dilation was performed with the 5.0x20mm balloon at 8 atm. There was no documented dissection or other adverse event during the procedure. The patient was discharged on the following day without any procedural complications. During the one month visit, the patient had moderate claudication. Resting abi on the right was 8.84 and on the left 0.51. Duplex ultrasound was done 8 days later which noted no target lesion occlusion. Diagnostic testing also showed the stent was patent. In the 4-6 month follow up, the patient was asymptomatic. Resting abi on the right was 0.84 and on the left 0.9. Duplex ultrasound was performed which noted no target lesion occlusion and showed no evidence of disease elsewhere. However, x-ray of the stent showed an abnormal appearance of the mid portion with no kink/crush deformity. There was no adverse event noted. In the 6 ¿ 12 month follow up, the patient was asymptomatic. Resting abi on the left and right was 0.77. During this visit, no cracks were identified in the patient's vascular stent. One year later, it was noted that the vascular stent projects over the proximal thigh. No adverse event reported. The subassembly systems and stents were manufactured in accordance with the traveler guidelines. All the required inspections and tests were performed to the specifications provided by the customer and bmt quality system. The subassembly systems provided to flexstent for clinical lot 1119219 were in compliance and therefore, bmt concludes no corrective /preventative actions are required. The reported ¿stent- fractured - (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural films may have been useful to evaluate this event. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
As reported by the open study, a grade ii/mid-stent fracture as observed on the 6-month x-ray on an 8mm x 30mm flexstent clinical stent. The fracture, however, was no longer evident on the patient¿s subsequent x-ray done at 24 months follow-up. According to the core lab, both images were equally interpretable, however, the 6-month x-ray showed vessel remodeling, stent expansion and dense calcification and a complex lesion mid-stent, which made it suspicious for a type ii fracture, whereas the 24-month x-ray showed no stent deformity and much less calcification making the previously observed stent fracture unnoticeable. At study inclusion, the patient presented with severe claudication. Access was via the right cfa with a retrograde approach using a 7f sheath. Abi at admission was 0.86. Pre-procedure medications included aspirin and clopidogrel. The target lesion was in the left sfa with 90% stenosis, 15mm in length in a 5mm vessel diameter above and below the lesion with minimal calcification. Bivalrudin was given intra-procedure. The lesion was pre-dilated with a 5.0x20mm balloon catheter at 12 atm before an 8x30mm flex stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. Post-dilation was performed with the 5.0x20mm balloon at 8 atm. There was no documented dissection or other adverse event during the procedure. The patient was discharged on the following day without any procedural complications. During the one month visit, the patient had moderate claudication. Resting abi on the right was 8.84 and on the left 0.51. Duplex ultrasound was done 8 days later which noted no target lesion occlusion. Diagnostic testing also showed the stent was patent. In the 4-6 month follow up, the patient was asymptomatic. Resting abi on the right was 0.84 and on the left 0.9. Duplex ultrasound was performed which noted no target lesion occlusion and showed no evidence of disease elsewhere. However, x-ray cont in notes.

Manufacturer narrative:
Concomitant medical products: devices: unknown 7fr sheath introducer and unknown pta balloon catheteraspirin. Medications: clopidogrel, bivalirudin, plavix, coumadin. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.